Event description:
Procedure: lobectomy. According to the rptr: after the second firing, it was noticed the staple came off. Additional resection of tissue was performed and the case was completed with another device.

Manufacturer narrative:
(B) (4). (B) (4).